Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test of the foley catheter in the angiography room, we were unable to withdraw the fluid.

Manufacturer narrative:
The reported event is unconfirmed. Received (4) photo samples. Visual evaluation of the photo sample noted one opened, used 2 way foley catheter with sample port connector and syringe. Verified material 2758j14, batch number ngjx4739 and lot number mykq6353. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. Using the return straight tip syringe, the catheter balloon was inflated with 10ml methylene blue solution ((3 drops 1percent aq methylene blue per 100ml distilled water), and balloon inflated with no difficulty. Upon inflation the balloon was asymmetrical. Using the return syringe, deflated balloon passively in 33sec, returning 10ml of solution. As the reported event is unconfirmed, a risk and labelling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest of the foley catheter in the angiography room, the fluid could not be withdrawn. Per notification from investigator on 26feb2026, it was reported that the asymmetrical balloon was found during sample evaluation on 28jan2026.